Manufacturer narrative:
D4: UDI: no equivalent UDI d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: senior manager, integration g4: 510k: not available as per gudid the actual sample is not available for evaluation therefore the details of the actual condition of the sample in unable to be determined. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. A total of twenty-eight (28) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product or manufacturing process. The needle stick complaint most likely happened due to the improper usage of the device since as per received additional information, the user did not activate the safety sheath on a hard surface. Mckesson leaflet indicates instruction for use (IFU) for the proper activation of the device on a hard surface, in a quick and firm motion using a one-handed technique. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needlestick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved product was flimsy and unreliable safety mechanism resulting in a needlestick of an associate when trying to engage safety mechanism after use. Additional information was received on 28 feb 2024: the staff member was not activating the needle against a hard surface as indicated in IFU. Estimated blood loss was less than 250cc. Staff member is stable.